Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high shocking lead impedance measurements greater than 125 ohms. The measurement has been stable of 50s to 60s ohms since implant. No other episodes noted. Boston scientific technical services (ts) provided troubleshooting options including delivery of commanded shocks. Additional information indicated that no intervention was performed since several daily measurements subsequent to alert are in normal range and the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.